Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a xia 3 titanium blocker placed at right l2 of a t9 to s2 construct fractured during implant surgery. The physician final tightened the blocker then loosened blocker and then final tightened the blocker a second time. They were not able to remove the fractured device and it was left in place.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and no adverse trends were observed. It was reported that a xia 3 titanium blocker placed at right l2 of a t9 to s2 construct fractured during implant surgery. The physician final tightened the blocker then loosened blocker and then final tightened the blocker a second time. They were not able to remove the fractured device and it was left in place and remains implanted. Per additional correspondence, device was used for final tightening using torque wrench, anti-torque was used, torque wrench was fully inserted into the blocker, no damage was noted on the tip of the torque wrench, blocker did not appear to be cross threaded, rod was fully reduced before final tightening, surgeon did not appear to apply off axis or excessive force during final tightening, surgeon did not appear to struggle during tightening. It is unknown if the angle was difficult. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: blocker tightened excessively/ blocker cross threaded/ cantilever force applied.

Event description:
It was reported that a xia 3 titanium blocker placed at right l2 of a t9 to s2 construct fractured during implant surgery. The physician final tightened the blocker then loosened blocker and then final tightened the blocker a second time. They were not able to remove the fractured device and it was left in place.